Manufacturer narrative:
On march 03, 2022, mentor received additional device information for the suspect device. Lot: 7461406. Serial: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with implantation of a 430cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported she was experiencing some unspecified complications. Furthermore, she noted that she believes the implant information on her mentor warranty card does not match the devices that were implanted. Although, the patient has not consulted her health professional on these matters. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. If more information becomes available, mentor will submit a supplemental report. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-01248 for the contralateral event.

Event description:
It was reported that a female patient underwent a breast augmentation surgery with implantation of a 430cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported she was experiencing some unspecified complications. Furthermore, she noted that she believes the implant information on her mentor warranty card does not match the devices that were implanted. Although, the patient has not consulted her health professional on these matters. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. If more information becomes available, mentor will submit a supplemental report. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-01248 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, it was provided that the patient will not be undergoing breast explantation as they will be trying to treat the capsular contracture using non-surgical methods. Additionally, the patient's date of birth was provided. On april 08, 2022, mentor received additional information that stated the patient was diagnosed with baker grade iii capsular contracture of the left breast. On (B)(6) 2022, the surgery type was provided as a primary breast augmentation. Manufacturer¿s reference number: (B)(4).